Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the monitor did not show any cosmetical damage and was in good condition. The monitor was received at the service center in standard mode and not in sleep study mode as reported. The monitor was powered up and no errors messages or failures have been visualized after post was completed. The device was fully checked for functionality and electrical safety tests as per manufacture guideline. Alarms were functioning according to the specifications and clearly audible and visible. Alarm audible test, alarms and alarms paused test, alarm volume control test were performed. A review of the system logs showed no errors. It was reported that the patient was on ventilation, but the unit did not alarm to alert the deterioration. It was reported that it was in sleep study mode; therefore, the alarms were silenced. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the lcd display was found to be defective and the battery lifecycle d epleted. Inspection of internal components found a damage on the bottom and front housing plastic. The main board will be swapped with a new one and it will be retained for further investigations. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was on ventilation, but the unit did not alarm to alert the deterioration. It was reported that it was in sleep study mode; therefore, the alarms were silenced. The patient was tried to be resuscitated but died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit had an unknown failure. The patient died.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, b7, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was on tuberculosis (tb) ventilation but the unit did not alarm to alert of the tb¿s deterioration. The patient was tried to be resuscitated but died.